Event description:
It was reported that the user missed meal announcements, overtreating lows, and delayed responding to alarms while using the ilet bionic pancreas, and customer and clinical decision support documented these usage issues and provided troubleshooting and education. Symptoms included hypoglycemia associated with overtreatment and potential postprandial hyperglycemia associated with missed meal announcements. Outcomes included no hospitalization and no device alerts or alarms requiring escalation. Investigation included a review of user-reported history, device use patterns, and education on proper meal announcement timing and hypoglycemia treatment. Investigation of this case revealed user-related handling and response delays as the primary contributors, with no functional device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use error.

Manufacturer narrative:
Initial.